Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of the implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Ts analyzed the device data and found that the shock lead impedances had gradually increased to greater than 125 ohms which was out of range. Ts discussed troubleshooting options including possible replacement. No adverse patient effects were reported. At this time, this lead remains in service.